Manufacturer narrative:
Upon further review, beckman coulter, inc. Has determined this event is not an MDR reportable event as there was no malfunction.

Event description:
Customer reported to beckman coulter, inc. (Bec) that quality control results generated by the unicel dxc 600i synchron access clinical system were erratic. Customer reported the dxc 600i generated erroneous carbon dioxide results. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) instructed the customer via the telephone to perform twice weekly maintenance. The maintenance resolved the issue.